Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 75, 65, 100, 49 and 129 mg/dl. The customer¿s expected blood glucose test result ranges are 106 mg/dl am fasting, 120 mg/dl pm fasting and 145-150 mg/dl non-fasting. The customer stated she had gone to a scheduled doctor's appointment was told to contact manufacturer to obtain a new meter. The customer feels well and did not report any symptoms. Customer stated that she had gone to the hospital on (B)(6) 2023. Customer stated that she had obtained a result of 75 mg/dl on the true metrix meter and was experiencing heart palpitations. Customer stated she had gone to the hospital within five minutes and that her blood glucose test result at the hospital had been 185 mg/dl. Customer did not receive any treatment at the hospital. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer did not have the vial of test strips and was unable to provide lot information or open vial date. The meter memory was reviewed for previous test result history: result 1: 75 mg/dl, date: (B)(6) 2023, time: 11:20 am, unsure if fasting or non-fasting; result 2: 65 mg/dl, date: (B)(6) 2023, time: 2:30 pm, fasting (not having symptoms); result 3: 100 mg/dl, date: (B)(6) 2023, time: 5:00 am, fasting; result 4: 49 mg/dl, date: (B)(6) 2023, time: 4:30 am, fasting; result 5: 129 mg/d,l date: (B)(6) 2023, time: 10:0 pm, unsure if fasting or non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.